Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection revealed the metal electrode had broken off from the tip. The broken piece was also returned for evaluation. There were visible scratch marks in the product's lumen and ceramic tip, in addition to damage around the middle section of the heat-shrink (black insulation) component. Functional inspection revealed a p2 error code. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Device history record of the reported product / lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe unit broke off into the shoulder of the patient. Further, no delay was reported.

Event description:
It was reported that the probe unit broke off into the shoulder of the patient. Further, no delay was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.